Manufacturer narrative:
H3: product analysis of the device concluded that the motor was running intermittently and the motor was fault. There was a cut in the cable insulation, the connector sleeve has some cracks, nose cone was dented and the bur lock was worn. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during installation, the blade was wobbling and not seating properly in the skeeter drill. The blade was turned before using on the patient. The equipment was then checked again with another burr, and it was confirmed that the burr indeed turns in oval. The motor was changed automatically without using it on the patient. There was no patient involved.